Event description:
It was reported that the patient underwent a l2-s1 lateral fusion using posterior instrumentation. Approximately three months post-op, x-rays showed that the s1 screw on the right side was broken. Reportedly, there had been no traumatic incident or patient fall. The patient underwent a revision surgery two weeks later which included removal and replacement of the s1 screw on the right side.

Manufacturer narrative:
(B) (4). A picture of the screw confirmed the device was broken; however, the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.